Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to skin flap breakdown with exposure of the receiver/stimulator unit. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(6). The patient was reimplanted with a new device on (B)(6) 2014. This report is filed april 30, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.